Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when the end-user paused the ventilator, a strange noise was heard and the mean airway pressure dropped. The patient circuit would not hold pressure. There was no patient harm/injury associated with this issue. The customer was unable to duplicate the ventilator after the unit was removed from the patient.